Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred that instructed the customer to resume insulin delivery after the customer removed the cartridge during the load sequence. The customer's blood glucose level was 305 mg/dl. Tandem technical support assisted the customer with successfully completing the load sequence. Although requested, no additional information was provided regarding the alarm.